Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that signals in the atrial channel just after the bp pacing like a crosstalk was observed. The atrial port is plugged; no lead connected. The device was reprogrammed and remained implanted.